Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The lens was later exchanged in a secondary procedure with monofocal lens. Additional information was received stating patient had issues with quality of vision and night driving. Doctor confirmed that quality issue was not with iol but rather something that could be seen with multifocal iols.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of a qualified cartridge and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (3.75cyl), 14.0 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).